Event description:
The following has been reported: nurse reported: upon putting the blood tubing set into the pump (primed only with saline prior to spiking blood bag), the pump said, 'tubing misloaded' so another pump was tried and the same error message occurred. Then a new tubing set was primed and used on the same pumps and did not have the issue, so it seems to be a tubing defect causing the pump alarm. The gold plates are present on the cassette. Sample saved for return analysis. A preliminary review identified the following issue: tubing set misloaded. An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.